Event description:
New information received notes that alerts for non-sustained oversensing were observed via remote transmission. The oversensing was only occurring in the middle of the night and could not be reproduced in clinic. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented post implant with intermittent ventricular oversensing. The device was reprogrammed and the patient will be monitored.